Event description:
While disposing of a sharps container a hospital employee was stuck by a needle sticking out the bottom of a sharps container. The employee closed a 1 quart container full of syringes. When they went to pick the container up they were stuck by a needle. The container had at least 7 syringes in it. The container was used in the emergency room.